Event description:
The following information was provided: revision of poly liner. Needed to put in a thicker poly. Patient's knee opened up since last surgery and began to hyper extend. Took out a 2 x 14 cs and implanted a 2 x 19 cs.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.